Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was removed due an unexpected outcome. Representative indicated patient "complaining that everything was still blurry". Additional information was requested.

Manufacturer narrative:
The lens was returned in a specimen cup positioned incorrectly in a lens case base (lens case lid was not returned). Solution is dried on the lens. Both haptics are slightly bent in the gusset area. The optic is cut into two portions, typical of an insertion and removal. The two portions are adhered to each other by solution. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).